Manufacturer narrative:
The investigation, including root cause determination is in progress. This report mailed in to FDA on: 6/20/2007.

Event description:
A surgeon reports a pt with topographically-observed "central islands" (corneal irregularities) following a bilateral custom myopia with astigmatism laser procedure. This report is for the left eye, the right eye is being submitted under MFR report number. 1061857-2007-00331. Pt records indicate this pt experienced a 1 line decrease in bcva in the left eye at 7.25 month's post-op. Surface irregularities associated with laser refractive surgery can interfere with vision. Some irregularities spontaneously resolve after several months. Pts with persisting irregularities may be treated with alternative methods including spectacle correction, contact lens correction or surgery.